Event description:
Philips received a complaint by the customer on the v60, indicating that a 1122 "blower temperature high" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that a blower temperature high alarm error occurred. The bme also informed the rse that although the 1122 error code was found in the significant log, it could not be duplicated while running the device. The rse recommended that the bme should run the device for a few hours and perform performance verification testing (pvt). The bme ran the device for 4 hours, and no problem was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.